Event description:
A lateral plate assembly was implanted following a corpectomy procedure at the l3 vertebral body. At an unk date following the procedure, one of the two superior screws was noted to have loosened and backed out approx 2 mm. It is unk if revision surgery occurred. No pt injury was reported.

Manufacturer narrative:
(B)(4). No add'l info regarding the event has been received; however, revision surgery has reportedly not occurred. Root cause of the event is unk. Labeling review noted: "... Potential risks identified with the use of this device system, which may require add'l surgery, include: device component fracture, loss of fixation, nonunion, fracture of the vertebra, neurological injury, and vascular or visceral injury..."